Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm or battery power loss alarm noted during testing.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had replace battery alarm occurred three times. Customer blood glucose value was unknown. The customer was assisted with troubleshooting. The device will not be returned for analysis.